Event description:
It is reported that the patient has had a pulling sensation and pain in the groin since approximately (B)(6) 2011. The pain is constant. Patient cannot raise her leg more than a few inches or lie in any position without pain. The surgeon prescribed blood test and a bone scan.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right hip rejuvenate/abgii stem. Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding pain involving an abgii modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. There have been other events for the reported lot. Similar events have occurred for the catalog number and product family. Voluntary recall was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It is reported that the patient has had a pulling sensation and pain in the groin since approximately (B)(6) 2011. The pain is constant. Patient cannot raise her leg more than a few inches or lie in any position without pain. The surgeon prescribed blood test and a bone scan.